Event description:
The customer reported to baxter (B)(4) that the nurses observed some failures in a clearlink buretrol set. The sets presented a leak in the filter next to the spike; this was observed after the connection with the patient (approximately 2 hours after connection), and the leak was identified as a light constant dripping next the filter. The sets were replaced after observing the leaks and no injury or damage to the patient was reported; the therapy concluded satisfactorily. This is report 2 of 2 with the same reported condition from this facility.

Manufacturer narrative:
(B)(4). The reported condition of leak was confirmed. 1 actual unit was received for evaluation. During the visual inspection, a crack was found in the burette. The manufacturing documents were verified and no discrepancies were found during the manufacturing of this lot. The manufacturing process of this code is as follows: the burette is extruded and then is automatically assembled in machine #235; printed in machine #285 and then the top and bottom cap are bonded to the burette on machine #235; then the finished product it is manually assembled in line #4. During the visual inspection, an excess of plastic was observed in the integral airway connector (03-07-02-677) but the damage observed is related to the welding of the filter to the cap. The crack observed could be caused by a squeeze beyond the structural limits. The burette is not intended to be squeezed, but to measure the amount of fluid to be delivered to the patient. The most probable cause for the crack condition could be related to the squeeze of the burette beyond the structural limits. No actions will be taken since the defect is not related to our manufacturing process. This report was originally included in report 6000001-2010-00839.